Manufacturer narrative:
(B)(4), mfg. Date: 11/21/2014. Method - visual inspection, interoperability evaluation; actual device evaluated; results - interoperability problem; conclusion - quality system deficiency. (B)(4), mfg. Date: 04/14/2016. Method - visual inspection; analysis of data log(s); interoperability evaluation; actual device evaluated; results - interoperability problem; conclusion - quality system deficiency. (B)(4), mfg. Date: 11/21/2014; method - visual inspection, analysis of data log(s), interoperability evaluation; actual device evaluated; results -no failure detected; conclusion - no failure detected, device operated within specification. (B)(4), mfg. Date: 11/21/2014; method - visual inspection, analysis of data log(s), interoperability evaluation; actual device evaluated; results - interoperability problem; conclusion - quality system deficiency. (B)(4), mfg. Date: 11/21/2014; method - visual inspection, analysis of data log(s), interoperability evaluation; actual device evaluated; results - interoperability problem; conclusion - quality system deficiency. (B)(4), mfg. Date: 11/24/2014; method - visual inspection, analysis of data log(s), interoperability evaluation; actual device evaluated; results - interoperability problem; conclusion - quality system deficiency. It was reported that the patient was experiencing power switching events. The controller and six batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller and batteries revealed that the devices passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the battery's connection to the controller during the analysis of the units. Results revealed that the electrical connection between the batteries and the controller was stable. Log file analysis revealed that the controller ((B)(4)) had several premature power switching events that were due to momentary disconnections involving (B)(4). The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. An internal investigation has been open to evaluate the momentary disconnection. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Other devices involved in this event: bat202730 - battery / catalog number 1650de / expiration date:11/30/2015 UDI #: (B)(4). Device available for eval: yes, 04/03/2017. Mfg date: 11/21/2014. Bat217425 - battery / catalog number 1650de / expiration date:11/30/2015 UDI #: (B)(4). Device available for eval: yes, 04/03/2017. Mfg date: 04/14/2014. Bat202791 - battery / catalog number 1650de / expiration date:11/30/2015 UDI #: (B)(4). Device available for eval: yes, 04/03/2017. Mfg date: 11/21/2014. Bat202795 - battery / catalog number 1650de / expiration date:11/30/2015 UDI #: (B)(4). Device available for eval: yes, 04/03/2017. Mfg date: 11/21/2014. Bat202732 - battery / catalog number 1650de / expiration date:11/30/2015 UDI #: (B)(4). Device available for eval: yes, 04/03/2017. Mfg date: 11/21/2014. Bat202818 - battery / catalog number 1650de / expiration date:11/30/2015 UDI #: (B)(4). Device available for eval: yes, 04/03/2017. Mfg date: 11/24/2014. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The hvad controller requires two power sources for safe operation. The instructions for use (IFU) and patient manual explain the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. In addition, the user is cautioned to always have a backup controller available and programmed identically to the primary controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported per the vad coordinator that the patient was experiencing recurrent battery switching. The controller and batteries were exchanged with no reported consequence or impact to the patient. No further information was provided.